Event description:
I am currently using the three style three plus sensor I was wearing a three and it wouldn't scan so they told me I had to get the three plus and it still won't scan it is continuously monitoring to me but I only know if there's a higher low if it happens otherwise I have to stare at my phone 24 hours a day? They said that my phone is compatible it picks up the scan and wait 60 minutes for whatever and then hit and it says can detectors go to the home screen push the speaker button to get scanned so if you do that it says if you do this you'll have to start a new sensor I've had nothing but problems and the freestyle team is not helping me I need to be able to scan and I'm on a samsung galaxy s10e that is compatible it was fine when I was using the twos but they're not making the 2s anymore so you have to get a three then I got a three that wouldn't work and he said it's not working because you have to have a free plus I've been to the hospital all kinds of stuff since I started at 3:00 then the replacement switch refuses and I asked why and he said because you're not making the three anymore only the three pluses and I needed to get a prior authorization for that I went over 3 weeks with no device to check my sugars I only know if I'm enough $400 or 42 I need to be able to scan this is totally ridiculous especially if they discontinued my other one it works so why doesn't this one work I'm very upset and I don't know what to do right. I'm extremely upset they stop making the twos and told me I had to get a freestyle libre 3 system (B)(6) tire package didn't work it will not scan no matter what I do it wants me to go to the home screen and push the speaker button and when you do that it says that you are replacing a new sensor no I am called and called and called and called to get help but there's no help especially today on thanksgiving wow what a trip what a country I need help and I need help immediately this is not a joke I have been to the hospital and everything because of my sugar's got too low and it doesn't I can't scan it so it doesn't tell me until I'm too low or too high unless I'm looking at my phone 24 hours a day that's not right. Pt code: 1912. Device codes: 3283, 1535, 1521. Ref: mw5179883.